Event description:
The user's hearing performance with the device is affected. Over the past 2 months the user complained about some slightly disturbing sensations and occasional intermittencies. Reportedly, the user still hears well with the device and wants to wear his audio processor. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Over the past 2 months the user complained about some slightly disturbing sensations and occasional intermittencies. Reportedly, the user heard well with the device and wants to wear his audio processor. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: according to the received information from the field, a technical implant failure seems likely. In addition, prior to the probable malfunction of the device, a short circuit between two implant channels was present since implantation due to undetermined reasons. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the housing's header assembly, which could be confirmed by residual gas analysis. In addition, prior to the probable malfunction of the device, a short circuit between two implant channels was present since implantation due to undetermined reasons. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. Over the past 2 months the recipient experienced some slightly disturbing sensations and occasional intermittencies. Reportedly, he heard well with the device and wanted to wear the audio processor. The recipient has been re-implanted.